Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6), 2021. During the procedure, when the stent was attempted to be deployed, the guidewire could not be withdrawn leading to the stent becoming broken. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as stable.

Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of stent broken. Block h10: the returned flexima biliary stent was analyzed, and a visual evaluation noted that one non-bsci device was returned inside the guide catheter.the stent was not returned. The guide catheter and push catheter were kinked. During functional inspection, one spear lab guidewire was used for testing the pass of it trough the delivery system, difficulties were experimented due the kinks on the device along the push and guide catheter. No other problems with the device were noted. The reported event of stent break was not confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. Upon analysis, it was determined that the device presented the guide catheter and push catheter severely kinked, the stent was not returned and functional inspection revealed that those kinks avoided a smoothly pass of the guidewire trough the delivery system. The kinks on the push catheter may be related to user manipulation and or some technique applied during procedure, once the push catheter was kinked the user may have experienced difficulties to pull out the guide catheter and this may have caused the observed kinks on the guide catheter. The presented kinks principally on the guide catheter avoided the smooth pass of the guidewire. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2021. During the procedure, when the stent was attempted to be deployed, the guidewire could not be withdrawn leading to the stent becoming broken. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as stable.